Event description:
It was reported that a loss of sensing, decreased pacing thresholds and a vf episode without shock delivery due to t-wave oversensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the coil was found close to the crimp sleeve to the connector ring consistent with fatigue. This fracture is consistent with the observation from the field of loss of sensing, oversensing and sloping pacing thresholds.